Event description:
Additional information received reported the patient was scheduled for surgery in two weeks. Additional information received reported the patient¿s surgery was rescheduled, because of the patient's pulmonary embolism last year and uncontrolled inr (international normalized ratio) {please refer to mfg. Report no. 3004209178-2013-12727}.

Manufacturer narrative:
Concomitant medical products: product ID 355031, lot# n261750, implanted: (B)(6) 2010. Product type: screening device: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 3887-33, lot# v519452, implanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# n334884, implanted: (B)(6) 2012. Product type: accessory: product ID 3887-33, lot# j0314145v, implanted: (B)(6) 2003. Product type: lead: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) had been turned off for the ¿past few weeks¿ due to a shocking sensation. The reporter stated the ins status was ¿ok¿ and impedances greater than 10 ,000 ohms were reported on a ¿majority of contacts.¿ it was noted the patient had a surgical revision of the leads planned in two weeks but the date was unknown. It was further noted the lead revision was due to a shocking or jolting sensation that occurred following a fall. The reporter stated the patient had a history of falling. Additional information was requested, but was not available as of the date of this report.